Event description:
It was initially reported that patient's generator was going to be prophylactically replaced. Further information received indicated that pre-op results were ok, ok, 1, yes and post-op results were ok, ok, 1, no. Patient's explanted generator was returned to manufacturer for product analysis. Analysis was completed on the returned generator and the end of service allegation was confirmed. The battery voltage level verified that the battery was partially depleted. Analysis indicated that during manufacture of the generator, the resistor value could have been more optimally chosen. The out-of-limit supply current pulsing could potentially be a contributing factor to the eri condition of the battery.